Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that a decision was made to replace the lvad with another lvad due to the pump reaching its end of life.